Event description:
It was reported the device failed during the procedure, due to tissue adherence. "The device broke during movement to accommodate it". The device was replaced with another ultracinch 13 (reorder) and the procedure continued. The patient expired one week later, due to coagulopathy. The surgery was a reoperation and the surgeon was told that the procedure was not "indicated" in this case, but the procedure was performed anyway.

Manufacturer narrative:
We are awaiting device return. A follow up report will be submitted once our investigation is complete. Date report submitted to FDA manufacturer: 11/6/2009. Date the initial reporter provided the information to the manufacturer: 9/25/2009.